Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).